Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: chest injury, device migration, and generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with 350cc mentor memorygel breast implants. During (B)(6) 2016, the patient had a motor vehicle accident in which the airbag was deployed. The patient sustained a chest injury from the seat belt and concussion. The patient's right breast was determined to have "bottomed out laterally". The patient also experienced brain fog, fatigue, intermittent pain between the shoulder blades, neck pain, hip pain, slow muscle recovery after exercise, swelling in the face and legs, acne (which required acutane), intermittent rash in the neck and decolletage area, dry eyes, blurred vision, gluten intolerance, dairy intolerance, decreased upper extremity strength, intermittent numbness and tingling in the hands and feet, and the inability to take deep breaths during yoga. A left-sided device rupture was confirmed via MRI during (B)(6) 2019. The patient was also diagnosed with a mild contracture in her left breast (baker grade unknown). As a result, the patient underwent bilateral explantation on (B)(6) 2020 and did not receive replacement devices. This report is for the patient's right-sided device.

Manufacturer narrative:
On 21-apr-2020, mentor completed the investigation on the photographic evidence of the suspect medical device. Device photograph evaluation summary: during visual evaluation of the picture, no apparent damage or visual anomalies were observed on the device. Additionally, the implant seems to be covered by scar tissue. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Although the product was not received, the manufacturing records of the (B)(6) lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Device migration and generalized illness complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).